Manufacturer narrative:
The scope is currently in service at the user facility and will not be returned to olympus for evaluation. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the facility on (B)(4) 2016 to perform a reprocessing in-service. During the in-service, the ess noted the following reprocessing deviations: the staff was not using a suction cleaning adapter to aspirate the biopsy port, the maj-1888 single use soft brush was not being used properly, and the staff was not aspirating the channels with alcohol as stated in the reprocessing manual. The most likely cause of the reported positive culture is due to insufficient reprocessing. The reprocessing instruction manual states, ¿the suction cleaning adapter is used to aspirate reprocessing fluids through the instrument channel port of the endoscope. Aspirate detergent solution through the instrument channel and the suction channel. Brush the forceps elevator and the forceps elevator recess with the single use soft brush (maj-1888) as follows, keeping the distal end of the endoscope immersed in the detergent solution. Lower the forceps elevator by turning the elevator control lever. Insert the tip of the 30 ml syringe into the interior the forceps elevator recess in the detergent solution, and flush the interior of the recess with 30 ml of the detergent solution. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿

Event description:
Olympus was informed that the scope culture tested positive for streptococcus three times after the scope has been serviced. The scope was cultured three times between (B)(6) it was reported that the scope culture tested negative prior to sending the scope for service. The facility uses two automated endoscope reprocessors (aer) which are manufactured by medivators model# dsd-201 with serial numbers (B)(4). The disinfectant used is cidex opa. It was reported that the staff were brushing the channels of the scope during manual cleaning as well as additional brushing at the distal end and elevator area using an olympus single use soft brush (model unknown). The scope - was leak tested prior to manual cleaning using an olympus mu-1 leak tester. There were no reported problems with the aer machines. It was reported that medivators performed a preventative maintenance (pm) in (B)(6) 2016. The scope is stored in a ventilated vertical position cabinet per olympus' recommendations and guidelines. The endoscopy support specialist (ess) provided in-service to the facility staff on (B)(6) 2015. There have been no changes to the reprocessing staff since the last visit. There is no patient involvement with the reported event. Olympus was further informed by the user facility that the scope was cultured again and the results were negative. The device has been returned into service at the user facility.